Event description:
The reporter was preparing for a catheter revision and reported the hcp thinks the catheter is not in the correct location. Per the reporter the patient was new to the hcp¿s practice and the history was limited at the time of the report. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial# unknown, product type: catheter. Product ID: 8780, serial# unknown, product type: catheter. (B)(4).